Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced bleeding. The lesion was 15 mm in size located in the lower right lobe and distance to pleura was less than 5 mm and 0 in other parts. Radial endobronchial ultrasound (ebus) was used to check if there was any vessel. The patient's anticoagulant (acenocoumarin) was stopped 4 days before and restarted 2 days after the procedure. One nodule was biopsied during the procedure (3 biopsies) with a needle and 3 cryobiopsies. The bleeding was identified after the 3rd biopsy and was stopped to perform the bronchoscopy and was controlled with a fuji bronchoscope and cold saline. The ion catheter was not used to tamponade the bleeding. The bleeding was identified as coming from the segmental bronchus of the right base. The physician believed the bleed occurred because the lesion had a vessel in its most caudal part. It was also reported that a biopsy without a navigation system or even percutaneous would be very risky, not only the risk of bleeding but also for a pneumothorax. The approximate amount of blood loss was 50 ml and instilled saline was 20 ml. The patient was discharged home and a phone call for clinical control was done after 4 days. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the video clip was completed and the video begins with the user performing registration. While navigating to a target in the right lower lobe (located close to two pleural borders), the user turns on preview path. Vasculature becomes visible in the navigation view as the user approaches the target. The user updates the target using cone beam computed tomography (CT) scan (cbct) integration, which removes the anatomy borders from view (intentionally). The user has labeled both the target and an additional region (likely vasculature) using cbct integration. The user turns off preview path, then performs radial ebus localization. The user performs biopsy workflow with needle and cryoprobe. The user retracts the catheter guide and inserts a third-party bronchoscope through the endotracheal tube (ett) into the airways. Blood is visible, and the bronchoscope continues to clear the airways until the recording ends 10 minutes later. Note that, since the vision probe is not inserted during biopsy (or reinserted after), it is difficult to determine how/when the bleeding started.